Event description:
On (B) (6) 2008, the pt underwent a surgical procedure where a cancello-pure wedge xenograft was implanted. On (B) (6) 2010, the pt underwent revision surgery due to non-union.

Manufacturer narrative:
Investigation: according to the mfg records the graft was MFR to specification. The graft underwent two validated sterilization methods; biocleanse and post packaging gamma irradiation at a validated dose to achieve a sterility assurance level (sal) of 10-6 prior to release. Re-review of biocompatibility validations and comparison of current processing techniques, samples of rep mfg episodes, foot/ankle literature review and additional inf vivo and in vitro testing of various bovine products was conducted. Results of investigation: many factors may lead to non-union. Examples include decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g. Steroids), adjunct hardware/implants, the physical location of the surgical site, or a prolonged inflammatory response. Conclusion: grafts associated with lot#: 2-080311 passed all rti release criteria prior to distribution. Device evaluation in process. To date, the results of our investigation have not identified an agent or event intrinsic to graft material or processing methodology that would contribute to the type of experience reported in this complaint. A written request for additional info has been submitted to the physician.